Event description:
The customer reported generation of false low patient results with low anion gap for sodium (na) and chloride (cl) involving the au680 chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 chemistry analyzer. The fse inspected the instrument and after multiple interventions determined the failure mode was a defective sample syringe. The fse replaced the sample syringe to resolve the issue. The fse verified system performance successfully. No further issue was noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).